Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
Serrated pin (B)(4) broke in half whilst in situ in the patients femur during the four-in-one femoral cuts in primary total knee replacement.